Event description:
Medtronic received information that approximately six years, eight and a half months following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and showed moderate-severe aortic stenosis and a mean gradient of 42.4 mm hg. Nearly eight years following valve implant, the patient presented with severe aortic stenosis, mild-moderate central aortic regurgitation, and mild paravalvular leak were identified. Subsequently, a 23mm non-medtronic valve was implanted inside the medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected b5: added - additional information was reported that the implant depth of the valve in the native annulus was 1 millimeter (mm) on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Anticoagulation therapy and anti-platelet therapy were prescribed following the implant of the valve. The seven-year echocardiogram showed an increase in the aortic mean gradient from 13 millimeters of mercury (mmhg) to 27 mmhg. Oral medication was initiated. G2 - report source: added study analysis: analysis: review of the device history record (DHR) for this device (valve with serial number (B)(6)) was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. The valve was not returned to medtronic for product analysis. The device remained implanted; however, images were provided to medtronic for review. There were echocardiogram photo clips related to this event. The imaging provided confirmed that there was thickening of the valve leaflets with calcium present on the echocardiogram. The color flow doppler showed turbulent flow through the valve in the short and long axis. There was no imaging provided that could confirm the gradient increase from 13 millimeter (mm) to 27mm as stated in this event report. The imaging confirms the valve implant is at a good depth on the ncc and lcc. Conclusion: high gradients increase over time are typically related to patient factors such as, but not limited to, thrombus formation, calcification, patient pressures, and/or anatomical lvot obstruction. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (calcification), thrombosis, and/or non -structural dysfunction (pannus, obstruction). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities). The presence of stenosis can potentially represent the diminish of the expected maximum effective orifice area (eoa) of the device which can potentially translate into incomplete coaptation and / or restricted leaflet motion. Although a conclusive root cause to the calcification/calcium could not be determined, these are known potential failure modes for bioprosthethic valves and largely dependent on patient condition. It is known that calcification formation may lead to decreased leaflet mobility leading to valve stenosis and high gradient, which might had occurred in this event. It was reported that anticoagulation therapy and anti-platelet therapy were prescribed following the implant of the valve. The echo confirms there is thickening of the valve leaflets with calcium, which could lead to the reported stenosis and regurgitation. In addition, paravalvular leak (pvl) can be caused by a variety of factors, including patient anatomy, or presence of pre-existing patient conditions. A conclusive cause of the pvl could not be determined. Updated h6 - device codes, eval code method, eval code results and eval code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that approximately 6 years and eight months following the valve implant, new york heart association (nyha) functional class I was noted. At around the 7 year implant timeframe, the oral medication was initiated due to a suspected thrombus. An echocardiogram measured a gradient of 28 millimeters of mercury (mmhg). Thrombus was later no longer suspected. Diuretics were administered due to dyspnea and edema around the time the gradient measured of 42.4 mmhg. Approximately 7 years and 9 months following the valve implant an exacerbation of heart failure occurred. The patient was transferred from a skilled nursing facility to the hospital due to an elevated b-type natriuretic peptide (bnp) of >4000. ¿significant¿ peripheral edema, jugular vein distention (jvd), and abdominal bloating were present. A report of severe stenosis and a mean gradient of 58 millimeters of mercury (mm hg) reported. The patient was admitted, and diuretics were provided intravenously. An echocardiogram noted no new "changes." The patient was discharged back to the skilled nursing facility with oral diuretics 5 days later. The episode was reported as resolved. Additionally, when the valve revision had occurred, the patient required intensive care unit (ICU) admission. The mean gradient post revision was 3.0 mmhg. The patient was discharged to skilled nursing facility 7 days following the valve revision. The event was reported as resolved this same date.

Manufacturer narrative:
Conclusion: high gradients increase over time are typically related to patient factors such as, but not limited to, thrombus formation, calcification, patient pressures, and/or anatomical lvot obstruction. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (calcification), thrombosis, and/or non -structural dysfunction (pannus, obstruction). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities). The presence of stenosis can potentially represent the diminish of the expected maximum effective orifice area (eoa) of the device which can potentially translate into incomplete coaptation and / or restricted leaflet motion. Although a conclusive root cause to the calcification/calcium could not be determined, these are known potential failure modes for bioprosthethic valves and largely dependent on patient condition. It is known that calcification formation may lead to decreased leaflet mobility leading to valve stenosis and high gradient, which might had occurred in this event. It was reported that anticoagulation therapy and anti-platelet therapy were prescribed following the implant of the valve. The echo confirms there is thickening of the valve leaflets with calcium, which could lead to the reported stenosis and regurgitation. In addition, paravalvular leak (pvl) can be caused by a variety of factors, including patient anatomy, or presence of pre-existing patient conditions. A conclusive cause of the pvl could not be determined. Heart failure is listed in the device instructions for use (IFU) under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). A conclusive relationship between the reported heart failure and the device or procedure could not be determined with the information available. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.